Event description:
It was reported that a balance middleweight (bmw) j tip guide wire was used to cross the lesion. The trek balloon was prepped and attached to inflation device and the trek balloon was advanced over bmw guide wire to cross the lesion. The balloon was attempted to be inflated, however, the balloon would not inflate. The connections to the inflation device were all checked and confirmed to be tight. An attempt was made to inflate balloon once again, however it failed to inflate. The trek balloon was retracted from the anatomy and was replaced with another device to complete the procedure successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed as a pinhole rupture was found in the balloon. Based on scanning electron microscopy analysis and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the initial report filing, additional information was received stating that the target lesion was located in the proximal left anterior descending artery (lad) with mild calcification.